Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00159.

Manufacturer narrative:
Information was received via journal article. Please see the attached article for reference.

Event description:
It was reported via journal article that the patient experienced luxation post operatively. No further information is available.